Event description:
Pt reports pump malfunction: the part that contains hizentra appears to be too short it won't sit up high enough into the pump. Confirmed that pt has adapter in pump. It was difficult to understand pt. Tried to have pt walk me through how she does her infusions, but she was getting frustrated. Per history pt has been getting 10 gm pfs and has not had issues before. Unable to understand what is exactly wrong with pump, but advised pt that we would send her a new pump and for her to call us if she has any issues with it. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. What is the outcome of the event? Resolved. Common variable immunodeficiency, unspec.